Event description:
It was reported that during a gantry manual movement of the varian clinac, the therapist proceeded to move the gantry from outside the treatment room, using the clinac console. The therapist observed that the gantry was not moving in the direction that she expected. The therapist then released the motion enable bar and the high speed keys, but the keys were "stuck". This result with the gantry continued movement and collided with the couch. No pt impact or involvement is reported.

Manufacturer narrative:
Varian's internal review of the customer's report indicates that there's a potential for the device to cause or contribute to a serious injury if the event were to recur. Varian service personnel have visited the site and have ordered replacement parts in order to resolve the issue. Add'l f/u to this MDR is expected upon completion of the investigation. (B)(4).